Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 89" (226 cm) appx 4.7 ml, transfer set w/clave¿ clear, dual check valve, 0.2 micron filter, luer lock where it was reported that the total parenteral nutrition (tpn) was leaking from the bottom of the 0.2 micron filter that was built into the close med set mc330693. The two instances happened within the last 72 hours and the device was used anywhere from 18-24 hours. The tpn was the carrier fluid and the set was typically attached to either 3/6 gang manifold, am3127 and am6127. There was patient involvement, no patient harm and there was delay in therapy, had to break down lines and build again. This captures 2 of 2 occurrences.

Manufacturer narrative:
Received the following: one (1) used list# unknown, baxter 500ml IV bag; lot# unknown --> one (1) used list# mc330693, 89" (226 cm) appx 4.7 ml, transfer set w/clave¿ clear, dual check valve, 0.2 micron filter, luer lock; lot# unknown --> one (1) used list# unknown, 50ml syringe; lot# unknown --> one (1) used list# unknown, 6-way manifold; lot# unknown --> one (1) used list# unknown, ext tubing; lot# unknown --> three (3) used list# unknown, ext set with filter, clave; lot# unknown --> one (1) used list# unknown, 0.9% sodium chloride injection 10ml syringe; lot# 4335604. One (1) used list# unknown, 250ml IV bag; lot# unknown --> one (1) used list# mc330693, 89" (226 cm) appx 4.7 ml, transfer set w/clave¿ clear, dual check valve, 0.2 micron filter, luer lock; lot# unknown --> one (1) used list# unknown, 50ml syringe; lot# unknown --> one (1) used list# unknown, 3-way manifold, clave; lot# unknown --> one (1) used list# unknown, ext tubing with clave; lot# unknown --> two (2) used list# unknown, ext set with filter, clave; lot# unknown. One (1) new list# mc330693, 89" (226 cm) appx 4.7 ml, transfer set w/clave¿ clear, dual check valve, 0.2 micron filter, luer lock; lot# 14232149. No visual damages or anomalies were observed on the received samples. The reported complaint of a leak on the 0.2micron filter could be confirmed. The returned samples were tested and found to leak on the inline filters. The probable cause of the leaks is from the temporary loss of hydrophobic properties. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.